Event description:
It was reported that the device was used during a bronchoscopy procedure for diagnosis. The biopsy forceps caught the tip of the scope and could not be withdrawn. Bleeding occurred and the bronchus could not be re-entered. The blood coagulated in the airway leading to asphyxiation, bradycardia and hypoxemia. Subsequently, the pt expired. Attempts to obtain further details regarding the circumstances surrounding this event have been unsuccessful to date. Should further details be obtained, a supplemental will be forwarded at that time. The device has been retained by the user facility. Therefore, no failure analysis is available. Without evaluating this device the co cannot determine if the device met specifications. Without further details, and without a product analysis, the co is unable to determine relationship between the device and the cause of this event.